Manufacturer narrative:
D1 brand name was updated. E4 was added as it was inadvertently omitted from the initial report. Asae / hematoma / minor bleed : the cause of the access site adverse event was not determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 63 year old male who had been admitted in with acute myocardial infarction, cardiogenic shock, and scai stage d shock. Any other underlying conditions were not shared and are unknown. The pump was supporting in the ICU when there was a hematoma that developed at the access site, which prompted the team to place a femostop and express the hematoma by a manual hold. There was a drop in pressure/hypotension and after 2 days of support the cp was explanted. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.